Event description:
It was reported that the device was measuring an undefined resistance of greater than 9999 ohm and indicating that the right ventricular lead was not capturing. The device was also reporting a left ventricular lead impedance of 5000 ohms. During the device replacement procedure, the leads were attached to the lead analyzer and functioned normally. The device was explanted and replaced with a new device and still the leads functioned normally so they remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.